Manufacturer narrative:
Correction: h3. Additional information: h6 adverse event problem (component codes, type of investigations, findings, conclusions). Inspection: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip of the device is twisted/deformed. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported the tip of the dorsal height adjuster was twisted while adjusting a screw's position intra-operatively. Another height adjuster was used to complete the case without patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the tip of the dorsal height adjuster was twisted while adjusting a screw's position intra-operatively. Another height adjuster was used to complete the case without patient impacts.